Manufacturer narrative:
Device was used for treatment, not diagnosis. Schandelmaier, p and ¿et al¿(1997). Advantages of the unreamed tibial nail compared to external fixation when treating degree 3 b open tibial shaft fractures. Springer-verlag, 100, 286-293. This report is for unknown screws /unknown quantity/unknown lot. (B)(4) (1) one patient who suffered a non-mechanically stable osteosynthesis with secondary valgus malalignment caused by a broken screw. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article schandelmaier, p and "et al" (1997). Advantages of the unreamed tibial nail compared to external fixation when treating degree 3 b open tibial shaft fractures. Springer-verlag, 100, 286-293. This retrospective study represents the treatment results of the unreamed medullary nailing and the treatment by means of external fixation between 1987 and 1992. 22 patients treated primarily with an unreamed ao tibial nail (utn) and 19 patients treated with external fixation. Of 41 cases, 32 cases followed-up between (12 &#14388;6 months follow-up period, on average 22 months). The median patient age was 36 years. There were 6 women and 35 men 32 patients followed up. A copy of the literature article is being submitted with this medwatch. This is report 5 of 5 for (B)(4). This report is for unknown screws and refers to (1) one patient who suffered a non-mechanically stable osteosynthesis with secondary valgus malalignment caused by a broken screw. Patient was revised with reamed ao universal tibial nail with addition of autologous cancellous bone. Also, screw breakages were reported in 7 of the cases, in which 5 of these cases was a breakage of the distal screws.